Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported elevation in lactate dehydrogenase could not be conclusively determined. Evaluation of the submitted system controller log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-01234 for the patient¿s previous report of elevated lactate dehydrogenase (ldh). (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing on lvad support. Additional information was requested, but none provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with unspecified elevated lactate dehydrogenase (ldh). An urgent review of the submitted log file was requested. Three un-sustained flow elevations on (B)(6) 2017 were observed by the manufacturer's technical services representative during review of the log file. Per the representative, the lvad system was operating as designed within the set pump parameters. Additional information was requested but not provided.